Event description:
The user reported that during a coronary angiogram procedure the catheter caused a dissection of the right coronary artery. The user reported that the procedure took place sometime in (B)(6) 2013. The date of event provided in this report is an estimate. The physician deployed a stent to treat the dissection. The pt was then transferred to the cardiac care unit for observation after which the pt was discharged from the hospital. The user did not provided a catalog item number or lot number for the catheter used and discarded the suspect device at the hospital. However, shipping history records indicate that the user was only sent (B)(4) catheters that conformed to the complaint.

Manufacturer narrative:
Device evaluation. The suspect device is not expected to be returned for evaluation. A review of the device history record could not be performed as the user did not provide a lot number. A general review of the complaint database from 01/2010 to 06/2013 revealed two similar complaints from the same user. No similar complaints have been reported from any other user. Merit is unable to determine the exact root cause of the reported failure without the suspect device. A follow-up report will be submitted if more info becomes available.